Manufacturer narrative:
Product ID: 3877-45, lot# unknown, product type: lead. Product ID: 3877-45, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the lead had migrated. It was stated the healthcare provider (hcp) tried to reprogram the lead but nothing got better. It was stated the lead was replaced.